Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient experienced multiple episodes of ventricular fibrillation in the operating room. These events were not attributed to the circulatory support pump but were believed to be related to low potassium levels. The patient required four defibrillation attempts before stabilizing. A circulatory support pump was placed using right-side surgical access through the aorta and remained in use at the time of the report. No additional information was available regarding patient condition, device performance, or the potential return of the product.